Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported by the patient that she was not felling well and reported an injection site reaction, redness on patient skin. She was treated by topical hydrocortisone cream and topical antibiotics. No further information was available.

Manufacturer narrative:
H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.